Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. Visual inspection found no external damage or defects. The unit powered on and off using both battery and ac power. During simulation testing, the device passed manual and preset conditions and provided accurate measurements. No product performance issue identified related to spo2 and pulse rate. Internal inspection found recessed pins and a lifted solder pad inside the tb20 connector which results in a "sensor off patient/interference detected" message. Customer's complaint regarding accuracy was not duplicated. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event.

Event description:
The customer reported the device is taking very random saturation and has no possibility of adjusting the modes. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacuring narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the device is taking very random saturation and has no possibility of adjusting the modes. No patient impact or consequences were reported.